Event description:
Rptr had radiation after implants. She has continued pain and discomfort. Also has tingling and numbness of fingers, joint pain, have noted stress and pain in shoulders and arms. Also have some rash in breast area. Rptr had implants placed in 1/85 because of a high risk of cancer. Implants are still in place.